Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving l arm manually. The philips field service engineer (fse) visited system onsite and analysed the system log file. The analysis of system logfiles identified errors related to motor slip and motorized movement not available. Upon further troubleshooting, the philips field service engineer (fse) found that the oil leakage from long drive. To resolve the issue, the fse disassembled the housing and replaced the long drive and calibrated. After which, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The failure of the l arm longitudinal movement can be attributed to the issues resolved in philips correction 2024-igt-bst-003. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the l-arm could not be moved forward and backward intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.